Event description:
The physician reported that after cardioversion of the patient, the device did not pace and no telemetry was possible. The device was changed.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.